Event description:
A customer contacted beckman coulter inc. (Bec) reporting a fluid leak in the coulter lh 750 analyzer station. The customer was wearing personal protective equipment (ppe) consisting of gloves, lab coat, and glasses. While trying to locate the source of the leak some liquid splashed onto the customer's glasses. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. Patient results were not compromised in this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011 for this event. The fse reported that the lyse choke line had a pin hole leak at fitting connection, which was discovered to be the root cause of this event. The fse replaced lyse choke line. The fse verified repair as per established procedures prior returning the instrument into service. As per product labeling, bci urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.